Manufacturer narrative:
The customer directly requested (B)(4) dfm100 assy therapy during warranty. No other information was provided by customer. (B)(4) dfm100 assy was sent to customer solve the issue.

Event description:
This report is based on information provided by philips local service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating ECG equipment malfunction. Related patient involvement information is unknown although multiple requests have been sent out for such information. However, there is no adverse event.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device had ECG equipment malfunction.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.